Manufacturer narrative:
Additional information: d4, d9, h3 plant investigation: the sample was returned to the manufacturer for physical evaluation. The reported leakages were confirmed. A review of the device history record (DHR) was performed. No non-conformities concerning the failure patterns were observed during the manufacturing process. The luer lock adapter of the venting line was broken, which caused the leak at the connection between the vent port of the oxygenator and the venting line. The tube at the oxygenator inlet was confirmed to be damaged. After close consultation with production, no cause for the present error pattern could be found. No step in the production process could be identified as a possible cause of this damage. The production supervisors have been informed and will take a closer look at this error pattern in the future.

Event description:
A user facility reported that a fluid leak occurred during the priming of an xlung kit 230. The leak was coming from two separate locations: the venous drip chamber of the oxygenator, and the blood inlet of the oxygenator. There were no novalung console alarms associated with the reported event. It was confirmed the kit was inspected for damage prior to use. No visible defects were found at either of the leak locations. Before priming started, all connections were checked and confirmed to be secure. The reported problem did not result in any treatment delays or patient harm. To resolve the reported issue, another xlung kit was primed. The sample was reported to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility reported that a fluid leak occurred during the priming of an xlung kit 230. The leak was coming from two separate locations: the venous drip chamber of the oxygenator, and the blood inlet of the oxygenator. There were no novalung console alarms associated with the reported event. It was confirmed the kit was inspected for damage prior to use. No visible defects were found at either of the leak locations. Before priming started, all connections were checked and confirmed to be secure. The reported problem did not result in any treatment delays or patient harm. To resolve the reported issue, another xlung kit was primed. The sample was reported to be available for evaluation.